Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post-implant procedure. Upon interrogation, the implantable cardiac monitor exhibited undersensing due to loss of contact as the pocket heals. No intervention was performed. The patient was in stable condition.